Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Postoperative check showed that the right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted and replaced on (B)(6) 2024. The patient was recovering post-procedure.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.